Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit turns on, looses power and is not charging. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) communicated with the customer regarding the unit over the phone. It was reported the unit's power cord was not plugged in and the retaining clip (d343-00-0073) was broken. The customer ordered a new clip, and the unit will be put back in service once the clip is replaced. H3 other text: device not available for evaluation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).